Manufacturer narrative:
A company service representative was unable to duplicate the reported events following examination of both units and remote controls. The systems met all product specifications. The remotes were replaced and product info was provided to the customer. A sample is expected to return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported system changed mode and settings on it's own during set up of a procedure. The remove control buttons for the unit were observed not working properly. The system was switched out and a similar issue was noted with the remote and replacement unit. The procedure was canceled after the pt had received anesthesia. There was no pt injury or harm.